Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: evaluation statement- the complaint device has not been received, although the sales rep stated it was returned. If and when the device in question is received this file will be reopened and its contents made to reflect the results of the evaluation. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event, we cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. (B)(4). The lot number is unknown.

Event description:
Device broke: the sales rep reported during a rotator cuff procedure, the pin in his grabber/grasper broke. The surgeon used a competitor's device to complete the procedure. There were no patient consequences.